Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no delay to start of pre-cleaning and it is unknown if the water was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It was unknown if endoscope was submerged in cleaning solution and if air/water nozzle was brushed with a gauze, brush, or sponge. It was also unknown if liquid was sent to the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used resulting in lg-lens being invaded by humidity, then corroded. The event can be detected by following the instructions for use (IFU) sections: detection methods are written in IFU: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that on receipt inspection, the duodenovideoscope knob wire (k-wire) was cut off. During evaluation, the following reportable issue found that there was foreign material in the lightguide lens (lg). There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the gab on the upward/downward knob was out of standard, due to the worn angle; the forceps raising angle was out of standard, due to the loose knob wire (k-wire); the bending section cover was detached; the connecting tube and universal cord were corrugated; and there was corrosion on the electrical connector (el-connector), due to the leakage. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.